Event description:
The pt reported increased pain and feeling "tissue and a ridge" on the surface of her pump. The pt believed the pump had moved. It was determined that the pump had flipped. A pouch was surgically placed in 2007 to help prevent flipping. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates morphine. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.